Event description:
It was reported that a malfunction occurred with a pump, and the customer noted receiving a malfunction 16. There was no adverse impact to the customer¿s blood glucose level, as no specific blood glucose values were provided. No further information provided.